Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff surgery the tip of the ar-9831 broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9831, batch 15298181, was received for investigation. Upon visual inspection, it was noted that the active electrode was bent. Functional testing was not performed due to the damage to the device. The cause of the reported failure is product design/engineering. Material (316l ss) of the active electrode may yield when subjected to forces encountered during surgery addressed on ncr-27076. Refer to investigation photos. The complaint allegation is confirmed.